Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s charger was not working despite checking the cord and multiple outlets, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the charger consistent with a component failure and aligned with a charging problem on the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.